Event description:
It was reported that the #2, #3, #4, #5, #6, #7, #8 and #9 keys on a pump keypad are inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #2, #3, #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the "abc" key is selected, "ag" will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.